Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was determined to be caused by smart device platform/os

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device and the data file was reviewed. The reported allegation was confirmed. The probable cause was a defective transmitter and the mobile device updated its operating system which closed the application.